Manufacturer narrative:
(B)(4).

Event description:
As reported "the green trigger wire mechanism was unable to be removed from the delivery system following deployment. This prevented the physician from being able to remove the delivery system and required the team to take manual action to access and remove the trigger wires in order to remove the delivery system. The physician needed to cut the grey inner cannula in order to access and manually remove the individual trigger wires. This intervention was effective but induced blood loss through the delivery system. While attempting to remove the green trigger wire from the tx2 delivery system, the graft was inadvertently repositioned several millimeters resulting in an inadequate proximal landing. As a result, an additional zdeg stent graft was required to achieve the intended proximal landing position. The deployment system was secured in a bio-hazard bag and it currently being held at the hospital facility."